Manufacturer narrative:
(B)(4). Date sent: 6/5/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: this is an analysis of a pdf file with 5 photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue, the 3rd photo shows a staple line on the tissue, and the staples appear to be in the correct form. The 4th photo shows some loose staples on the tissue and one staple is not properly formed. The 5th photo shows two loose b-formed staples on the tissue. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x95h0v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the clip deformation see uploaded photos. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. D4: batch # 904a21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a 6r45b reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: incomplete firing may result in malformed staples, incomplete cut line, bleeding, and/or difficulty removing the device. The event could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted during the functional testing. Device history review a manufacturing record evaluation was performed for the finished device batch number 904a21, and no non-conformances were identified.